Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis') and pelvic pain ('pain /pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: copper iud. Concurrent conditions included ovarian cyst. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the salpingitis, pelvic pain, fatigue and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, fatigue, pelvic pain and salpingitis to be related to essure. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dysmenorrhea concerning the injuries reported in this case, the following one was reported via medical records: salpingitis. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.